Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Clinical review: there is a temporal relationship between pd therapy on the liberty select cycler with cycler set and the patient event of peritonitis. However, there is no documentation in the complaint file that shows a causal relationship between the peritonitis event and the use of the liberty select cycler with cycler set. Additionally, there are no allegations of a device malfunction or a leak or defect with the cycler set. The cause of the peritonitis has not been confirmed. All pd patients are at an increased risk of infection due to a comprised immune system. The culture result of enterococcus faecalis, a normal inhabitant of the gastrointestinal tract, usually results from touch contamination suggesting a possible breach in aseptic technique. Based on the available information and the lack of any allegation of a malfunction or product deficiency against any fresenius product, the liberty select cycler and cycler set can be excluded as the cause of the patient¿s peritonitis event.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported that a patient on peritoneal dialysis (pd) had peritonitis and was having their pd catheter (not a fresenius product) removed. Additional information was obtained through follow-up with the pdrn. The patient was scheduled to be seen in the pd clinic with complaints of abdominal pain and cloudy pd effluent. A pd culture was obtained resulting in enterococcus faecalis with a white cell count of 5,899 (unknown units) with 68% polymorphonuclear cells. The patient was initiated on antibiotic therapy with intraperitoneal (ip) vancomycin 2800ml and ip ceftazidime 2g every 5 days (duration unknown). The patient was not hospitalized for this event; however, the pd catheter was scheduled for removal. The patient would complete six weeks of in-center hemodialysis (hd) and then return to pd therapy. At the time of the follow-up, the pd fluid was not clearing, and the patient was not feeling any better. The cause of the peritonitis is unknown. There were no reports of any device malfunction or cycler set leak or defect reported for this event. Per the pdrn the patient is meticulous with pd therapy and their house is always spotless on home visits.